Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11000r02, implanted: (B)(6) 2002, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
The company representative initially reported there was a pump issue. The company representative did not have time to clarify what the issue was. The patient had a return of spasticity, increase in stiffness, and increases did not control these symptoms. It was later reported by the company representative that the cause of the pump issue was unknown. It was later reported by the health care provider (hcp) that reservoir amounts were off by more than 15% for the last 4-5 refills, and a dye study performed on an unknown date confirmed the catheter was patent with no issues. Due to the device-related issue, the pump was replaced. When they disconnected the catheter from the pump, the catheter retracted back under the skin, so they wanted to know if they could use an 8596sc catheter to add length to get it connected to the new pump. A new pump section was added after the hcp successfully retrieved the existing catheter. Cerebral spinal fluid (csf) flow was confirmed. The patient's outcome was noted as alive and unharmed. There was no patient injury. The patient recovered without sequela. The intended use of the device was treatment. The indications for use were intractable spasticity and head/brain injury. The system was delivering compounded baclofen at a concentration of 2000mcg/ml and a dose of 1390mcg/day. The lot number was unknown. Pertinent medical history and other medications the patient was taking at the time were unknown. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Analysis of the pump revealed no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).